Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the post operation check, this implantable cardioverter defibrillator (ICD) exhibited oversensing. Pocket manipulation was performed and a couple of beats were oversensed. The boston scientific field representative had the patient walk around. Pocket manipulation was then performed again and one beat was oversensed. Boston scientific technical services (ts) discussed the observations were likely due to air bubbles. All lead measurements were stable. The boston scientific field representative reported the next day that the observations had been resolved. There was no oversensing noted. No adverse patient effects were reported. The system remains in service.